Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images. No patient sample or customer product was returned to immucor for immucor investigation.

Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument on (B)(6) 2013 which resulted in a transfusion reaction.